Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (tsv4h11) was removed due to implant fracture at tooth location 19. Patient noticed implant was loose and clinician noted that implant was flowered and implant collar was moving.

Manufacturer narrative:
One imp,tsv,4.1mm,dual sel,ha (tsv4h11) was returned for investigation. Visual evaluation of the as returned product identified significant damage to the implant, bone about the threads, and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 62752979. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62752979) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4h11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 5.5 years. The following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.